Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had been having problems with their stimulator. It was stated they started getting pain around the site of the implantable neurostimulator (ins) and had been having shooting pains coming down their leg. The patient stated it felt sort of like the stimulator was pulsing. It was noted the area was sensitive to the touch and they hurt. Reportedly, the patient thought at first it was tightness like a charlie horse but it was on both sides and it was just a sharp pain at the time of report. It was noted these symptoms started two days prior to report but it had gotten to the point where it was too painful for the patient to deal with and the patient stated they had a really high pain tolerance. The patient stated they attempted to shut off their device they day prior to report to see if they still had the symptoms but they noticed the battery life indicator showed that it was already ha lf way drained. It was noted the patient just had their battery replaced in (B)(6), 2013 due to normal battery depletion. Reportedly, the patient had been looking at the patient programmer battery icon and thought it was the battery icon for their ins. The patient verified the device had been shut off and there was no lightning bolt present. It was later reported the patient was getting jolts every 15 seconds or so but the reporter did not know when this started. It was also stated the patient¿s stimulation was off at the time of report. It was noted the patient had a rash with hives at the ins location. Additional information from the healthcare provider stated the patient had a shocking or jolting sensation. It was reported the situation started on (B)(6)-2014 and the first onset of pain was down the patient¿s right leg. It was noted the patient¿s pain was a different pain at the time of report. Reportedly, the patient was getting jolts every 15-20 seconds that lasted 5 seconds and they started at the incision site area (ins area) and radiated out. It was stated the patient also developed a rash down their right leg. It was noted impedances were measured and nothing stood out for the reporter and they estimated the readings were between 500 ohms and 1100 ohms. It was stated the patient was sure that it was the implant and they confirmed the device was off. It was later reported the patient was diagnosed with shingles by a neurologist and no further action had been taken with the device.

Event description:
Additional review indicated the patient initially was not able to turn the device off, but was eventually able to as was reported previously. It was stated the patient could ¿shut off the percentage higher, the code from 4.5 down to 0.¿ the patient felt like they could feel the pulse. It was unclear what this referred to.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# v008904, implanted: 2006-(B)(6), product type lead. (B)(4).